Event description:
Information received indicates the bed will not go into trendelenburg or reverse trendelenburg.

Manufacturer narrative:
The technician replaced the foot gas cylinder to repair the bed.